Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. (B)(6). UDI: (B)(4).

Event description:
It was reported that the lead was fractured after a fall. The patient underwent a lead replacement procedure. The explanted lead was discarded per hospital policy. No further information has been obtained despite good faith efforts.